Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device (duraply) and secondary endovascular procedure. The complaint is most likely device-related. The procedure-related harms identified was a type ii endoleak from the inferior mesenteric artery. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with duraply.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented emergently with a type iiib endoleak at the crotch (bifurcation) of the graft. The physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2019. The patient was reportedly in good condition post secondary procedure. There have been no additional patient sequelae reported.